Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. External & internal visual inspection was performed and revealed no issues. The service history review revealed no previous service events that would cause or contribute to the reported problem. A short simulated therapy was performed. The reported problem was not identified during the event history log review. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient smelled a burning odor coming from the back of a homechoice device. The patient was not connected at the time of the event. The technical service representative instructed to turn the device off and unplug it. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.